Event description:
Caller reported a cartridge alarm, specifically alarm 30. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to load a new cartridge correctly and was able to successfully resume insulin therapy, resolving the issue without further complications.